Event description:
It was reported that the customer was hospitalized due to a car accident and possible low blood glucose. Troubleshooting was performed. The carelink was downloaded and found no low episodes for the time period the customer had the accident. The caller stated that the customer was incoherent at the time of call and was not able to provide any details. Although the caller did mention that the customer had experienced a hypoglycemia episode recently, and presumable during the car accident. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.